Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device undersensed a tachycardia arrhythmia. After the device was able to detect the tachycardia the device delivered a shock which was ineffective, and the patient had to be externally defibrillated. It was noted that during defibrillation testing the induced arrhythmia was also not terminated by this device and external defibrillation was administered. The device was reprogrammed and a lead revision was discussed. No additional adverse patient effects were reported. Additional information noted that a revision took place and the lead was replaced with a dual coil shock electrode. Despite efforts the model/serial of the lead was not obtained.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this device undersensed a tachycardia arrhythmia. After the device was able to detect the tachycardia the device delivered a shock which was ineffective, and the patient had to be externally defibrillated. It was noted that during defibrillation testing the induced arrhythmia was also not terminated by this device and external defibrillation was administered. The device was reprogrammed and a lead revision was discussed. No additional adverse patient effects were reported.